Event description:
The defibrillation system was implanted on (B)(6) 2010. On (B)(6) 2015, the ICD was replaced due to normal battery discharge. On (B)(6) 2016, the patient (who is dependent) was admitted to the hospital due to syncope. Reportedly, an episode showing ventricular noise leading to pacing inhibition was recorded in the ICD memories. The observed noise was present in atrial and right ventricular channels, and is reportedly quite regular, with high frequency and amplitude between 1 and 2mv. A new follow-up was performed on (B)(6) 2016, showing normal electrical performances. The noise was not reproducible with any provocative maneuvers.